Manufacturer narrative:
Ocd quality assurance performed retain testing with known ax cells and satisfactory results were obtained. The customer performed additional testing of the frozen ax segments with a competitor's reagent. Negative results were also obtained with the competitor's blood grouping reagent.